Manufacturer narrative:
Product event summary post market vigilance (pmv) led an evaluation of three endo gia* ultra universal xl stapler. However, the endo gia* 60mm articulating medium/thick reload was not made available by the account. Initial visual inspection of the handles noted no abnormalities. Functionally, the instruments were loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the products were released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The physical reload was not made available for this incident and there were no assembly or component issues identified. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. Product analysis #(B)(4): post market vigilance (pmv) received one endo gia* ultra universal xl stapler opened by the account without the packaging. The visual inspection of the returned product noted. The instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Pmv performed functional testing which included. Pmv loading unit used in testing. (B)(4) the instrument was successfully loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The devices were being used on a section of the stomach. The staplers were not able to fire. All three handles had the same issue. The distal end of the staple line was incomplete. In order to resolve the issue and complete the case, used a new handle and reload. The staple line was not over sewn. No reinforcement was used. There was no patient harm. The current status of the patient is very well.